Manufacturer narrative:
(B)(4). We are in the process of evaluating this device. When our investigation has been completed, a f/u report will be submitted.

Event description:
It was reported after the catheter was inserted into the pt, an alarm sounded on the pump. The physician checked the connections and noted the irrigation line was broken on the catheter. There were no consequences to the pt.